Manufacturer narrative:
It was reported that the hl 20 single roller pump displayed error message: "safety-s". Further information was requested but still pending. A follow up medwatch will be submitted when new information becomes available.

Event description:
It was reported that the hl 20 single roller pump displayed error message: "safety-s". Reference number: (B)(4).

Manufacturer narrative:
The customer reported the hl20 pump showed error message: "safety-s". A field service technician (fst) was sent for investigation on 2021-02-21 and he could not detect any technical problem associated with the pump in question. The fst reset the motor control board and the control board connections. After that, the fst performed a full function test. Unit is working to factory specs and was handed over to the customer in good working condition. Thus the reported failure could not be confirmed. However this reported error message could be linked to the following root cause: - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The device was manufactured in 2015-05-26. The review of the non-conformities during the period of 2015-05-26 to 2021-02-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).